Manufacturer narrative:
The customer reported that their core unit (g9) screen was flickering which causing the patient numeric' s to disappear for a couple of seconds at a time. No harm or injury occurred. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their core unit (g9) screen was flickering which causing the patient numeric' s to disappear for a couple of seconds at a time. No harm or injury occurred.

Manufacturer narrative:
Details of complaint: the customer reported that the display screen on the core unit (g9 monitor) was flickering, which was causing the patient's numerics to disappear for a couple of seconds at a time. No patient harm was reported. Investigation summary: the reported issue of the g9 monitor's display flickering was investigated in an nkc investigation for a similar issue at the same facility. The results of the investigation discovered that the g9 units were flashing due to automatic recognition of the ECG leads. A possible cause of the issue is a defective electrode lead wire/cable. If the electrode lead is defective and the ECG lead recognition is set to automatic, the device may not properly recognize whether the cable used is a 3 lead or 6 lead cable and may cause the device to switch between the two. External noise may also contribute to the issue. Nkc recommended that the customer replace the electrode lead wire/cable, review the installation environment, and set the ECG lead recognition according to the number of electrodes used instead of the automatic recognition. Nk will continue to trend and monitor the reported issue.

Event description:
The customer reported that the display screen on the core unit (g9 monitor) was flickering, which was causing the patient's numerics to disappear for a couple of seconds at a time. No harm or injury occurred.